Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut across the center of the optic, typical of insertion and removal from the eye. A scratch is observed in the center of the optic on the anterior surface. A power and resolution inspection could not be conducted due to extensive damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. A power and resolution inspection could not be conducted due to extensive damage. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The company lens (1.50), 10.0 diopter (add power +2.17/+3.25) lens was replaced with a non-company lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and clinical reason for explant being asthenopia. The iol was explanted and exchanged for an unknown advanced technology intraocular lens following the initial implant procedure. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Additional information has been provided in b.5., b.6., d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the lens was exchanged for a non-company lens. There was no further impact to the patient.